Event description:
The user reported the pump alarmed "upstream occlusion" as intended when the device was in use. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain apropriate infusion as programmed. No further details about the event are available.

Event description:
It was further reported that on 3 separate occasions, the pump alarmed "occlusion" as intended when the device was in use. It is not known how may pts were involved. There was no reported pt consequence. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event(s) are available.